Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis. The treatment information was not reported. It was unknown if the patient recovered from the peritonitis.